Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome-other. The patient's pump went empty two weeks ago. The healthcare provider may want to do a removing system contents procedure but the reporter was not certain of this. The patient experienced increased pain levels. The patient was hospitalized and was unable to have anyone fill their pump while in the hospital despite the company representative being notified or pain management on call at the hospital. The cause of the empty pump was the patient was in the hospital and then forgot to reschedule her appointment for pump refill. The patient came in for pump refill on (B)(6) 2015. Per the healthcare provider the issue had been resolved.